Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿identified the hernia sac. A composix kugel hernia patch (device #1) was sutured intraabdominally.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex (device #2). Per operative notes, ¿the old scar was excised, dissection carried down on both sides and hernia sac open, omental adhesions were taken down. It appeared that the previous patch had dehisced away from the upper portion of the abdomen. Two-third to three-fourth of the repair was intact, a ventralex mesh (device #2) was then sutured transfascially on the right side and through the mesh on the left; superiorly and inferiorly.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair with removal of meshes (device #1 & #2) and implant of ventrio patch (device #3). Per operative notes, ¿old midline scar was excised, dissection carried down to the hernia sac. Several omental adhesions were lysed. Two previously placed hernia patches (device #1 & #2) were excised. A ventrio hernia patch (device #3) was then placed.¿ attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of composix kugel mesh, patient was diagnosed with recurrent hernia, adhesions, mesh migration and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.